Event description:
It was reported that the implant was no longer functioning. The device is to be replaced, scheduled date of surgery is june 27, 2006.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.